Manufacturer narrative:
On (B)(6) 2022, the olympus fse repaired the subject device and verified the repaired device according to original equipment manufacturer instructions. The software attributes have been verified and confirmed. The equipment passed the electrical safety test. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field service engineer (fse) visited the user facility to repair the customer automatic endoscope reprocessor machine for a reported error e51 repair. During the repair the olympus fse found the gray colored connector is damaged, pin of the connecting tube broke. No death, injury or harm was reported to olympus. This report is being submitted to capture the broken connector/connecting tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.